Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This is report one of two reports (3007042319-2016-00794, 00795) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25%. Log files were sent. The battery was exchanged with no effect on the patient and the issue was reported to be resolved. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the battery ((B)(4)) revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the battery being received in an unresponsive state. A reset of the u2 was unsuccessful. The u2 chip had to be replaced, and the battery was brought back to life and worked as intended. This observation is considered not related to the reported event. The reported event was not confirmed via review of the controller log files since log files covering the event date were not available for analysis. The reported power switching could not be confirmed or duplicated at the bench level. This is report one of two reports (3007042319-2016-00794 and 3007042319-2016-00795) submitted for devices related to the same event.

Manufacturer narrative:
Additional batteries for the event: (B)(4), catalog:1650de exp. Date: 04/03/2016; mfg.date: 04/30/2015. Analysis of data log(s); no testing methods performed; actual device not evaluated. Results: interoperability problem. Conclusion: device not returned; quality system deficiency. (B)(4), catalog: 1650de exp. Date: 04/03/2016; mfg.date: 04/30/2015. Method: analysis of data log(s); no testing methods performed; actual device not evaluated; manufacturing review. Results: interoperability problem. Conclusion: device not returned; quality system deficiency. Batteries (B)(4) were returned for evaluation. (B)(4) were not returned for evaluation after several attempts to obtain them were made. Review of the receiving inspection records confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. The reported event was confirmed via review of the controller's ((B)(4)) log files (non-smr), which revealed several premature power switching events involving (B)(4). Several batteries with "0" serial numbers also triggered a power switching event. (B)(4) may have been involved in one power switching event as (B)(4) had a cycle count of 20 and one power switching event recorded a battery with a serial ID of "0" and a cycle count of 19. Analysis of (B)(4) revealed that the device passed visual inspection but failed functional testing as a result of the battery received in an unresponsive state. A reset of the main integrated circuit (ic) was unsuccessful. However, the battery worked as intended after the ic was replaced. This observation may be related with the battery having a serial ID of "0" as the controller is unable to retrieve the serial ID, however, this finding would not be related to a power switching event. Analysis of (B)(4) revealed that the device passed visual examination but failed functional testing due to an inability to effectively communicate with the main integrated circuit. However, the battery was still able to charge and provide power to a test controller. A reset of the main integrated circuit was able to clear the communication failure. This observation may be related with the battery having a serial ID of "0" as the controller is unable to retrieve the serial ID, however, this finding would not be related to a power switching event. The most likely root cause of the batteries having a serial ID of "0" can be attributed to a communication error, where the battery misinterprets a command from the controller to send the relative state of charge (rsoc) capacity with a command to block access to the serial ID. The most like root cause of the power switching events can be attributed to a communication error between the controller and batteries. An internal investigation has been opened to evaluate the communication errors between the controller and batteries. Corrected: (conclusion) - heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-00794 and 3007042319-2016-00795) submitted for devices related to the same event.